Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy oasis - one action stent introduction system (device 1 of 3). Loading of the stent onto the introducer before use was not smooth. The initial reporter alleged the guiding catheter bands would not allow smooth stent deployment during use. Therefore, resistance in guiding catheter from the stent was encountered. The stent was able to be placed successfully. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Two additional oasis - one action stent introduction systems were used in the same manner as described above and the same observation was made (devices 2 and 3). For suspect medical device information on devices 2 and 3, see report numbers 1037905-2007-00057 and 1037905-2007-00058.

Manufacturer narrative:
The lot number of the affected device was requested from the initial reporter, but unable to be provided. After a review of the account order history, we can advise that the lot number is either w2029048 or w2029592. The manufacture dates are: 02/24/2005 and 02/25/2005. The expiration dates are: 02/24/2006 and 02/25/2008. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. The possible lot numbers of the affected devices were used to review the device history records. After a review of the device history records for the possible lots, we can advise that no discrepancies or anomalies were noted. We were unable to conduct a sample test from these lots because all devices had been previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. The information provided indicated loading of the stent onto the introduction system was not smooth. The instructions for use advise the user to visually inspect with particular attention to kinks, bends or breaks upon removing the introduction system from the package. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. The outer diameter size of the guiding catheter is verified during the inspection process. A review of the device history record for the possible lot numbers confirmed that these lots met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.